Event description:
It was reported that customer was admitted as an inpatient to a hospital due to high blood glucose and chest pain. The customer also stated taht she was using steroids for her back and hip pain which possibly caused her blood glucose to elevate.